Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump is not working correctly. The blood glucose readings have been high for two days. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced dry mouth. Customer discovered bent cannulas. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.